Event description:
It was reported that the patient presented in the clinic for a routine follow up exam in (B)(6) 2015. Upon device interrogation, auto mode switch episodes were observed. A review of the electrograms revealed oversensing of far r waves on the atrial channel. No intervention was performed. The patient was asymptomatic and would be monitored with follow up.

Manufacturer narrative:
(B)(4)